Event description:
My surgeon used the medtronic infuse during my surgery which has caused me significant problems, including pain, nerve injuries, and mental anguish. I'm worried things will get worse.